Event description:
The home pt (hp) reported feeling full, as if hp were overfilled, while using the homechoice pro cycler for apd therapy. The hp normally drains out their last fill volume of 2500 ml during the initial drain phase of apd therapy; however, hp had manually drained out 1500 ml during the day. At the start of the next apd therapy, the hp assumed hp was empty after draining 107 ml during the initial drain and bypassed into fill 1. After the hp received their programmed volume during fill 1 hp felt overfilled. The hp placed the cycler into a manual drain, removing 401 ml. Afterward, the hp continued apd therapy to completion and there was no pt injury or medical intervention.